Manufacturer narrative:
The ca2 reagent lot number was 71725901 with an expiration date of 30-jun-2024. The field service engineer determined a sample probe was out of adjustment. The water tank was observed to be black and viscous. The cell blank and rinse water levels were low. The sample probes were adjusted and the water tank was cleaned. The cell blank and rinse water levels were adjusted. Controls and precision studies were run. The analyzer was confirmed to be running back within specifications and no further issues occurred. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ca2 (calcium) on a cobas 8000 c 702 module. The customer provided data for one patient sample with discrepant calcium results. The sample initially resulted in a calcium result of 9.71 mg/dl. The sample was repeated on a second analyzer, resulting in a calcium value of 7.73 mg/dl.